Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a signal loss occurred. The physician connected the ablation catheter to the carto 3 system and suddenly the intracardiac and body surface electrocardiogram (ECG) signals disappeared from the polygraph and carto. The physician did not have an ECG signal available to monitor patient heart rhythm. The connector cable was changed and the problem persisted. When the catheter was changed the problem was solved and ECG signals were properly shown on the polygraph and carto. The procedure was completed with no patient consequence. This event is MDR reportable because lack of monitoring of cardiac rhythm while devices are intracardiac can pose a potential risk to the patient.

Manufacturer narrative:
It was reported that a patient underwent a persistent atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a signal loss occurred. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 1/13/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).